Event description:
It was reported that the patient presented to the hospital with recurrent drop in hemoglobin and syncopal episode. The patient was found to have melena and received multiple units of packed red blood cells. Hemodynamics remained stable and no low flow alarms. The bleeding was likely due to the small bowel intestine source unreachable endoscopically. A computed tomography was done and found no gastrointestinal bleed. The patient was stable and discharged home. The pump operated as intended.

Manufacturer narrative:
D6a - date of implant was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, under "anticoagulation", also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.